Event description:
It was reported that the ventilator had an auto-triggering issues. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the o2 gas module. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported autotrigger. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.